Event description:
It was reported that during a routine pulse generator change out, the ventricular setscrew was stripped and the lead could not be disconnected from the device header. The pulse generator was explanted and replaced.